Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms since 3/4. The customers blood glucose (bg) level was impacted 480 mg/dl. The customer took boluses for the past occlusion alarms via the pump to stabilize bg level. It was indicated that on 3/8 the customer went to the emergency room and insulin was administered via intravenous (IV) drip. During troubleshooting with tandem technical support, a system check was performed and the infusion set site was found to possibly be the cause of the alarm.